Event description:
It was reported that the bd plastipak¿ - 3-piece syringe experienced marking issues. The following information was provided by the initial reporter: scales/measuring intervals faded on syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3-piece syringe experienced marking issues. The following information was provided by the initial reporter: scales/measuring intervals faded on syringe.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition for the material information provided, were available for investigation. One photo was provided which does not correspond to the lot and material initially reported. A device history review was performed for reported lot 2008031, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported incident were found, all procedures and quality processes were verified to have been completed according to procedure. Based on the available information, we are not able to identify a definitive root cause related to our manufacturing process at this time.